Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reporter states that there was a blood leak around the green one way valve of a prismaflex m100 set. The blood leak occurred after the third syringe change, and led to an unspecified amount of blood loss. The customer clamped the heparin line and gave anticoagulation systemically and continued treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: additional information was received regarding the event. The leak occurred at the point where the non-baxter syringe is attached to the line, and was noticed immediately after the syringe was changed. The patient experienced a minimal blood loss due to this event. The patient was receiving epoprostenol sodium ph12 at the time of the event. One actual sample and six companion samples were received for evaluation. Visual inspection on the actual sample revealed that the anticoagulant line was equipped with a check valve. The female connector of the anticoagulant line was found to be broken, which would lead to a leak. The female connector is made of polyethylene terephthalate glycol (petg). The reported condition was verified. The cause of the condition was a compatibility issue between the device and flolan ph12, a glaxosmithkline (gsk) product. Gsk has issued hpra safety notice (B)(4) to the UK markets indicating that ¿flolan solution prepared with sterile diluent (ph12) must not be used with any preparation or administration materials containing polyethylene terephthalate (pet) or polyethylene terephthalate glycol (petg).¿ per the safety notice, use of flolan ph12 with pet or petg components can lead to leaks due to cracking or damage. Visual inspection was performed on the companion samples and did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.